Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of a photo of one device. There was heat damage to the distal end of the cannula. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition can occur if the product came in contact with a heating implement or other hot surface. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The trocar was inserted into the patient. The end of the trocar device got burned by a striker harmonic scalpel. There was no patient injury.